Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient believed that the device was causing nausea. The physicians did not believe that it was device related. The patient underwent an explant procedure and the physician did not mention the device malfunctioning. The patient was doing well postoperatively.